Manufacturer narrative:
We are unable to reproduce the claimed defect. Our trend analysis reveals that there are no similar events from 1.2 million marketed devices. The incident is recorded and our system will monitor for similar events.

Event description:
Tip came off applicator while tunneling abdominal wound. Tip removed by exploration. No pt injury resulted.